Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 75% to 5% in 3 days. Customer reported a blood glucose level of 102 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received. Customer also stated manual injection supplies were available.